Event description:
An 81 year old male collapsed while climbing steps at the home of a neighbor. Ambulance was called when complained of trouble breathing. When crew arrived, pt was without pulse. There had been no CPR prior to ambulance arrival. Defibrillation was done with no response. Pt was intubated and bagged, but the exhalation valve on the ambu-bag was blocked by the filter. Pt was extubated and re-intubated twice before the problem was detected. Pt went into asystole and was still in asystole upon arrival at ER.